Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. In addition, we have found a build-up of adhesive in the discharge tube, this build-up does not affect the operation of the device. An attempt to insert the guidewire was made and it was unsuccessful. Deployment of the catheter was not possible due to the returned condition of the device. The catheter was dissected to further inspect the guidewire lumen damage and to look for any other abnormalities that could contribute to a deployment issue and the unsuccessful guidewire insertion. Dissection of the handle confirmed the kinking of the guidewire lumen. It was found a build-up of adhesive in the discharge tube; this build-up does not affect the operation of the device.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat persistent atrial fibrillation (off-label use), it was noted that the farawave catheter had a white glue residue inside of the luer. The catheter also failed to undeploy from basket conformation while testing it on the back table (wire was inserted and sticking out the tip of the catheter when the deployment testing was taking place). The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat persistent atrial fibrillation (off-label use), it was noted that the farawave catheter had a white glue residue inside of the luer. The catheter also failed to undeploy from basket conformation while testing it on the back table (wire was inserted and sticking out the tip of the catheter when the deployment testing was taking place). The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.